Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 3/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 2/14/2017 with the following findings: due to an e-prom corruption, the pump¿s black box data was not available for the date of the complaint; the black box stopped recording in (B)(6) 2016. During visual inspection of the pump, it was observed that the battery compartment was cracked. The returned battery cap had stripped threads; the pump reboots were duplicated with the returned battery cap. A new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test and it. There were no pump reboots duplicated during this time with the test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.